Event description:
The manufacturer received information alleging insufficient ventilation had occurred on the device. The hospital informed a patient was admitted to the hospital and was given an electrocardiogram monitoring to "show that the peripheral finger pulse oxygen decreased significantly". The patient had "spontaneous breathing, complexion and cyanosis of the lips. The doctor's instructions alleged "the patient's hypoxia symptoms did not improve." The head nurse "checked and found that the connection between the ventilator pipeline and the mask was not firm, and the air leakage led to insufficient ventilation" on the device, it was replaced.